Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
During a remote follow up, far field r- wave oversensing resulting in inappropriate automatic mode switch was observed on the device. Technical support was contacted and recommended reprogramming this event. No intervention has been performed. The patient was stable.